Event description:
Reporter stated that patient's glass insulin cartridge cracked, causing insulin to leak inside of the device's insulin cartridge chamber. Reporter indicated that, as a result of the insulin leakage, patient experienced high blood glucose ("high" on blood glucose monitor). Reporter stated that the cartridges were approximately 6 years old, at the time of the report. Patient self-treated high blood glucose by switching to their back up device, and delivering a bolus.